Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect gen.2 sodium and chloride results for one patient sample. Of the provided data, only the sodium results were discrepant. The initial sodium result was 117 mmol/l and was reported to the physician. Fifteen hours later, the customer performed precision testing on the sample and the sodium result was 159 mmol/l ten times. Information was provided that the sample was not covered during the fifteen hours between the initial and repeat testing. There was no allegation of an adverse event and no action was taken. The patient was not redrawn and was sent home. The electrode lot number and expiration date were requested but were not provided. The investigation found the initial and repeat results recovered in the opposite direction. Possible root causes for this type of event are air in the sample channel, leakage current coming from the waste, and an old and/or expired reference electrode. As the repeat results for the sample were all higher and it was stated the sample material was open for a long time, most probably evaporation of the sample material took place.